Event description:
The customer reported that during a procedure, the c-arm mainframe display went all blocks, and system had to be rebooted to complete the case. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. He retrieved the error logs that show gib and ffb nodes disconnected. He measured 5 vdc on feb to be at 5.20 vdc. The rep replaced the monoblock x-ray controller and mainframe backplane. The system is operating as intended.